Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The patient mentioned about their right-side ins that the area they were targeting in the brain was so high up and that they had to have the therapy up very high because other wise their speech would be messed with. Patient mentioned that they had neuropathy in both hands and that the neuropathy was worse in their right hand so when they increased the stimulation on the left ins they didn't feel anything in their right hand, but when they increased the stimulation on their right ins, they felt like electric shocks in the fingers of their left hand. Patient stated they had to have it up really high in order for their speech to be better and that it was just not the greatest because they were left handed but in order to get good therapeutic relief those were the levels they needed to be at. Patient's reason for call was met. Patient is once more able to use their handset they got when they had the left ins implanted with both ins'.